Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 .case#rtg0095603 (con): information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said it feels like shock waves in body, feels jittery, or feels a jerk. It was explained what the stimulation should feel like: pulsation, fluttering, or pressure in bicycle seat region. Patient¿s setting was on program 3 at 1.0 volts and they decreased it to 0.8 volts.patient was advised that if new setting doesn't help, they might want to consult with their doctor.